Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an emergency procedure, it was reported that the image rotated by itself. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The analysis of the log file first indicates a deviation of the two position sensors (potentiometer and encoder) of the flat-panel detector rotary axis. As a result, system movement is only possible at reduced speed. The flat panel detector (fd) can slowly rotate by itself in this case as it tries to synchronize with the table movement and align itself with the incorrect sensor value. The image on screen rotates accordingly. The siemens service engineer replaced the fd rotary potentiometer and exchanged the cable from the potentiometer to the motor control unit and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.